Event description:
It was reported that when the CPR drop was used, the siderail controls would not engage until fowler was lifted up and reset. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.